Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the information center failed to provide a red alarm. The issue occurred on (B)(6) 2018 between 9 and 10 o'clock for bed in22f. The device was in use monitoring the patient at the time of the event.